Event description:
Customer reported that when the dressing was changed and the new retaining plate was fitted, the clamp could be closed, but it kept falling open. When a second plate was used, this worked perfectly again. No other information provided. Additional information provided 10/23 the flaps are pressed down but do not latch and open again when the pressure of the hands is released. The flaps opened again before the film was applied.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that when the dressing was changed and the new retaining plate was fitted, the clamp could be closed, but it kept falling open. When a second plate was used, this worked perfectly again. No other information provided.